Event description:
It was reported that during a periacetabular osteotomy surgery, the blade broke. It was also reported that the broken piece of the blade was retrieved from the patient. It was reported that the procedure was delayed for 2 hours to retrieve the broken piece. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device discarded